Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2014-28590 is a duplicate report of 1818910-2014-31640. 1818910-2014-28590 will be rejected. 1818910-2014-31640 will be kept for investigation purposes.

Event description:
(B)(4). The patient underwent to a hip arthroplasty at "casa di cura pierangeli" in which he received a depuy implant (unknown). Following the implantation the patient had a severe elapsed until the death.